Manufacturer narrative:
Per the t:flex user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple, intermittent occasions, while the filling of the infusion set tubing with insulin, drops would not be observed exiting the tubing. The customer changed the infusion set and insulin would be observed. Reportedly, the customer was using a u-500 insulin. The customer's blood glucose level was not impacted.